Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon review, the pacemaker was unable to be interrogated via radiofrequency telemetry. Device restoration through a cyber security upgrade was performed and resolved the issue. The patient experienced no adverse consequences.